Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report, replacement of the pressure transducer printed circuit boards (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The issue can be confirmed in the provided log files. The pressure transducers checks measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause of why the parts failed has not been established as the replaced parts were not returned for investigation. The UDI information is not available since the device was manufactured before 2015.